Event description:
After an implantation period of approx. 35 months, it was reported that the device showed a message of eri because of high current consumption. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection and the clinical observation was confirmed. During initial interrogation a warning message was displayed on the programming device indicating an invalid memory content of the pacemaker and that the device activated the eri battery status. The ability of the device to deliver therapies was verified revealing that no anti-bradycardia therapy functionality was present. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. In a next step, the ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Further detailed data analysis revealed an invalid memory content detected by the device on (B)(6) 2020 which resulted in the activation of the safety backup mode. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, to ensure patient safety, pacing parameters are chosen to cover the widest patient population, which can lead to a higher current consumption draining the battery. In conclusion, the battery was found depleted which resulted from high current parameters in the safety backup mode since (B)(6) 2020. The safety backup mode was activated as a result of the detection of an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.